Event description:
A distributor from france reported receiving an error code 42t related to a continuous glucose monitor (cgm), noting that the pump in question was no longer under warranty. There was no information available regarding the impact on blood glucose levels. There was also no additional information provided regarding the outcome of the event or any corrective actions taken.